Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The ipg was repositioned from the left back to the lower back above the iliac bones. The patient was doing well post-operatively.